Manufacturer narrative:
As of today, the device data was not submitted to technical services for review. This report will be updated when additional information is received.

Event description:
It was reported that prior to the patient undergoing a hip surgery, this pacemaker was checked with a magnet and a magnet response of 100 bpm was observed. The magnet was removed and the hip surgery was started. During the surgery the patient's pressure started dropping and a magnet was placed on the device to increase the pacing rate; however, the device did not respond to the magnet. It was reported that the patient was not dependent on pacing. Transthoracic pacing was initiated but was not successful and the patient died in the procedure. A device malfunction was suspected by the patient's device following physician, since the device did not respond to the magnet during the surgery as expected. Device data was saved and will be submitted to technical services for evaluation. It was reported that the patient will be buried with the pacemaker due to family wishes, so the physical device will not be returned for laboratory analysis.

Event description:
It was reported that prior to the patient undergoing a hip surgery, this pacemaker was checked with a magnet and a magnet response of 100 bpm was observed. The magnet was removed and the hip surgery was started. During the surgery the patient's pressure started dropping and a magnet was placed on the device to increase the pacing rate; however, the device did not respond to the magnet. It was reported that the patient was not dependent on pacing. Transthoracic pacing was initiated but was not successful and the patient died in the procedure. A device malfunction was suspected by the patient's device following physician, since the device did not respond to the magnet during the surgery as expected. Device data was saved and will be submitted to technical services for evaluation. It was reported that the patient will be buried with the pacemaker due to family wishes, so the physical device will not be returned for laboratory analysis.

Manufacturer narrative:
As of today, the device data was not submitted to technical services for review. This report will be updated when additional information is received. Review of the device's diagnostic data revealed no resets or abnormal alerts had been stored within the device memory. The recorded battery information showed a status of good and an approximate time to explant of eight (8) years. The device was programmed to vvi pacing mode with the lower rate limit programmed at 50 ppm. The sensitivity for this single chamber pacemaker was programed to fixed with a minimum sensing threshold of 2.5 mvolts. The programmed output was 2.0 volts @ 0.4 milliseconds (ms). The pacing impedance measurements on the right ventricular (rv) lead were within a normal range; there was a gradual rise over the past year from 800 ohms to 1,700 - 1,800 ohms. The most recent measured impedance value was 1,720 ohms. A review of the arrhythmia logbook confirmed there were no episodes recorded on (B)(6) 2020. There were two non-sustained ventricular episodes recorded on (B)(6) 2020, one day post-mortem, that were the result of non-physiological noise being sensed by the pacemaker, as it remained active. A review of both episodes did note that the pacemaker was successfully delivering pacing pulses at the lrl of 50 ppm, indicating that the device's pacing functions were still operational. It is possible that the pacemaker was delivering pacing pulses during magnet application, but the cardiac tissue was not reacting to those pulses. Engineers reviewed magnet application timestamps recorded within the device memory and determined that this device recorded many separate magnet applications on (B)(6) 2020. A magnet was applied to this pacemaker 18 separate times between 16:22 and 18:20 (4:22 pm to 6:20 pm). These magnet placements were between two (2) seconds to 2 hours and 40 minutes in length. Based on review of the device memory information, engineers determined that there is no evidence that the device was not functioning appropriately while implanted. All measurements/data were within normal range and this device did not display any errors/alerts from implant through (B)(6) 2020. The pacemaker was recognizing magnet placement on the day of the patient's surgical procedure and it was delivering pacing pulses as noted in the recorded egms. Unfortunately, without having the returned device for laboratory analysis, we cannot fully assess the device's functionality during magnet application.